Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 4 pm with a high blood glucose level of 787 mg/dl. The customer felt symptoms of nausea and joint pain. The customer was treated for their blood glucose with an insulin drip. The customer stated the issue occurred when they tried treating their high blood glucose with some boluses but the blood glucose levels did not drop. The customer was assisted with troubleshooting and found no malfunction with this insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.